Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported event could not be conclusively determined. However, it is assumed that this case was caused by unexpected stress on the cable due to the user's handling, and the image was lost because of the disconnection.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that the camera cable was damaged. There was no report of patient injury associated with the event.